Event description:
Device is causing over radiation. Employee brought this to his new management's attention, but nothing has been done. Something is not right, dose is wrong and machine will not drift. In the middle of a procedure, adjustments are being made. Our performance is not up to standard and our records are not right. My manager would not sign off the work that I did until usda was coming for inspection. Document was backdated. Beam uniformity should be positive or negative 10% velocity electron standards are not known and new management would not tell us. Usda needs to have a talk with this management.